Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent shunt percutaneous transluminal angioplasty (pta). The 90% stenosed target lesion was located in a shunt in the mildly tortuous cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.